Event description:
It was reported that the patient had loose stem so surgeon replaced the stem and poly with new head.

Manufacturer narrative:
The hospital was not willing to provided the device or any additional information. Therefore, the investigation could not confirm the reported event or determine a root cause. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.